Event description:
The browne dermatone was set at .02 of an inch thickness for a split thickness skin graft in the surgical department. The first skin removed with this dermatone was of varying thickness clinically. The dermatone was inspected and found to be vibrating and the knobs used to set thickness were noted to be unstable and moving. Also a leak of rusty fluid coming from seal in handle of the dermatone was noted. Immediately this dermatones use was discontinued and a culture was sent from the fluid. This equipment was sterilized prior to it's use. This piece of equipment was immediately taken out of usedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.